Event description:
The customer contacted stryker to report that their device froze, screen locked and shock was not delivered. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. Device worked after customer did a power cycle. Stryker downloaded and evaluated the device's keylog files. Device was left on a long period when trying to perform shock. Customer was advised not to leave device on for long periods without power cycle. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer.

Manufacturer narrative:
Conclusion code, h6, on initial submission MFR report #0003015876-2022-00140 indicates: cause traced to user. Conclusion code, h6, on initial submission MFR report #0003015876-2022-00140 should indicate: cause not established.

Event description:
The customer contacted stryker to report that their device froze, screen locked and shock was not delivered. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.